Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were severely tortuous and specifically the left common iliac artery had an area of focal calcification. It was reported that the bifurcated stent graft was inserted from the left side and successfully implanted; however, the left hypogastric artery was covered by the ipsilateral limb. A wire was inserted behind the stent graft into the hypogastric artery followed by implant of a bare metal stent. The stent was ballooned to get perfusion to the hypogastric artery. It was also reported that there was a faint, slow blush indicating there was a type 4 endoleak which was coming from about 3 cm from the flow divider distally. This was left alone and will be evaluated at the 30 day follow-up CT scan. Additionally, the tapered tip got caught on the calcium in the common iliac artery during removal of the delivery system and the tapered tip could not be retracted. The physician tried to advance the sheath forward in order to capture the tip but the graft cover got hung up on the distal edge of the ipsilateral limb. The catheter was buttressed in this position so as not to move the stent graft during the attempt to pull on the tapered tip from the back end. Once the tapered tip was past the area of focal calcification the delivery system removal was uneventful. The delivery system was discarded after the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results and conclusions: (arterial and venous occlusion, endoleak) (severely tortuous and calcified anatomy). (Required intervention).